Event description:
There is no patient impact associated with this complaint. The patient originally reported that the display screen was blank and that the backlight button was not unresponsive. These alleged malfunctions are not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The unresponsiveness of the up arrow keypad button was not reported by the patient but was discovered during product analysis.

Manufacturer narrative:
This report is made based on the results of investigation by product analysis on (B)(4) 2011 with the following findings: the original complaints could not be confirmed or verified during evaluation. During testing and unreported by the patient, the up keypad button was intermittently responsive. The keypad was found to be intact; no peeling or lifting was observed. Further investigation revealed evidence of keypad adhesive was found under all key contacts.